Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close completely. Another device was used to complete the case. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Eval summary: the manufacturing records were reviewed and no anomalies were found.